Event description:
It was reported, the patient had withdrawal symptoms. The patient had increased pain, shaking, and flu-like symptoms. The device was interrogated, and there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. A dye study was performed, and the results showed, the catheter was "functioning." The pump was replaced, and the patient recovered without injury. The medications being delivered via the device system were dilaudid, fentanyl, and baclofen.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.